Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient's lead wires were "frayed". The leads remain in use. No patient complications have been reported as a result of this event.